Manufacturer narrative:
Inflammation was reported, however no further information was provided. As insufficient information was provided at this time we are unable to confirm if the device caused or contributed to the incident. If further information becomes available a follow-up report will be submitted

Event description:
Inflammation was confirmed around the wound. Patient was treated with ointment.